Event description:
It was reported that during use of the bd connecta¿ stopcock with valve and extension tubing fluid has leaked out of the cap when on securely. Leaked: crystalloid fluids.

Manufacturer narrative:
Investigation: a device history review was conducted for lot numbers 8248610, 8215999. Our records show a trend for leakage occurring in lot 8248610, but this is the first occurrence for lot 8215999 . According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were unable to duplicate this event through the leakage testing of the submitted device. However, previous investigations and a subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. CAPA#629955 was initiated.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock with valve and extension tubing fluid has leaked out of the cap when on securely. Leaked: crystalloid fluids.